Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high rv defibrillation impedance. Follow up with the physician's office indicated that the patient was brought in for testing and no changes were made. The lead remains in use. No patient complications have been reported as a result of this event.